Event description:
It was reported that the customer was released from the hospital. The nurse stated that she does not have any information other than the child's medication, which may have caused to elevate his glucose level. The caller was not able to troubleshoot. Advised the caller that the parents need to call to update the customer's admission and to troubleshoot the insulin pump. Instructed the caller to have or change the infusion set as soon as possible to get the insulin to the child as his blood glucose was going up. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.